Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site on (B)(6) 2016 that, while in a spine procedure four days earlier, the site's navigation system shut down randomly after being on for over 4 hours. The site re-booted and proceeded with the procedure when a little later the issue reoccurred. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient weight not available from the site.